Event description:
The customer reported that the device has a red x with chirping.

Manufacturer narrative:
The customer reported that the device has a red x with chirping. The unit was evaluated at philips, and the symptom was verified. Replacing the processor pca resolved the issue.